Manufacturer narrative:
Unable to prime during prime/a33 alarm test and motor error alarm during basic occlusion test. Unable to determine root cause due to pump preservation. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. However pump passed displacement test. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer passed away. Spouse stated the customer was suffering from a liver disease for the past eight years. It was noted that the customer was off the insulin pump one week prior to the death. Wife stated that she has been wearing the insulin pump since the customer's death. Insulin pump is requested to be returned. No further information reported.